Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley induction balloon broken on two attempts. First attempt the balloon had 10ml placed and on removal of syringe the connection piece broke off. Second attempt balloon inflated to 60ml. Went to deflate per managing director order, removed 10ml and then when removing the 2nd 10ml the colored connection piece broke off. Defective products saved and given to registered nurse supervisor. Lot #¿s in the supply room was njx4398, ngjv5146 and ngjx3120.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley attached to the drainage bag. Visual inspection of the sample noted lot number of sample received varies from lot number of sample reported. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no difficulties and deflated within 1 minute. This investigation is inconclusive as sample reported was not sample received. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley induction balloon broken on two attempts. First attempt the balloon had 10ml placed and on removal of syringe the connection piece broke off. Second attempt balloon inflated to 60ml. Went to deflate per managing director order, removed 10ml and then when removing the 2nd 10ml the colored connection piece broke off. Defective products saved and given to registered nurse supervisor. Lot #¿s in the supply room was lot #unk, lot #ngjv5146 and lot #ngjx3120.